Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing discomfort at the ipg site described by the patient as heating when stimulation is turned on. It was also reported the patient does not feel heating at the ipg site when stimulation is turned off. However, the patient does feel pain. As a result, the patient may undergo surgical intervention to address the reported issue.